Event description:
The patient was revised because of loose cup, poor placement was noted. **update** 8/3/2012- litigation papers received. Metal on metal issues are being alleged; therefore, a femoral head and metal liner have been added. Date of implantation- (B)(6) 2009 and date of revision- (B)(6) 2010 were provided. **update** 1/3/2013 - pfs was received from legal, medical records were received from legal, and part/information was identified. Records indicate that during the primary surgery the acetabulum and femur were both cracked during implantation. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the shell was unavailable. A search of the complaint database found no additional reports for the cup, metal insert, head, stem, and screw ((B)(4)) part and lot number combinations; one additional unrelated report for the screw lot number c39ec4 part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.